Manufacturer narrative:
D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available. Upon investigating the actual device used in the incident, it was found that the orders are not crossing over to omnicell server. A technical support specialist (tss) confirmed that the cce interface team checked the connection between jit and the omnicell server interface. The cce interface team found that interface connection from omnicell was failing and needed correction from the omnicell side. The tss confirmed that the issue was resolved by restarting the interface between bd and omnicell. The system worked as intended after the cce interface team troubleshot the device issue.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.